Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that abnormal flow rate was observed during set up. It was further stated that the device was checked by the sales rep and the device was 3cc/10sec.